Manufacturer narrative:
Journal source: role of optical coherence tomography in the assessment of stent deformation canadian journal of cardiology 32 http://dx.doi.org/10.1016/j.cjca.2015.06.

Event description:
The patient underwent pci with 3.5 x 18mm driver bare metal stent implant in the distal segment of the svg to om to treat further occurrence of acs. Approximately 9 years later, coronary angiography demonstrated a critical stenosis in the proximal svg-om, as well as severe in-stent restenosis in the distal vessel. The physician performed coronary intervention treating the distal lesion with pre-dilation and a resolute integrity rx drug eluting stent. The physician then positioned a non-mdt filter in the distal vessel to reduce the risk of distal plaque embolization and implanted another resolute integrity rx drug eluting stent with a satisfactory angiographic result being achieved. It was reported that while attempting to retrieve the filter wire, the basket was caught, very likely on the distal edge of the stent, causing deep seating of the guiding catheter into the proximal part of the stent. Having observed aggressive uncontrolled deep seating of the catheter, the physician was concerned about potential distortion of the stent. Optical coherence tomography showed a distorted proximal part of the stent with inward strut protrusion resulting in extensive malposition. The distal part of the stent architecture appeared intact. Therefore, the physician proceeded to overlap a resolute integrity stent over the deformed portion of the proximal part of the stent at 20 atm. Repeated oct revealed good stent expansion and apposition. The patient made an uneventful recovery and was discharged the following day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.